Manufacturer narrative:
The field service engineer (fse) was dispatched to the site on (B)(4) 2009 to investigate the event. The fse reviewed all of the customer's system checks, quality control (qc) data and calibrations, and all were within specification. Also, no hardware issues were noted. No definitive cause could be determined for this event. This reportable event was identified during a retrospective review of complaints conducted between january 1, 2008 and october 23, 2010 for additional reportable events.

Event description:
The customer contacted beckman coulter, inc (bci) on (B)(4) 2009 in regards to erroneously elevated accutni results generated on the access 2 immunoassay system for multiple patients. The initial erroneously elevated results were not reported outside the laboratory. The customer only provided one patient result as an example for this event. The patient samples were retested and the results were within the normal reference range. It is not known if there was any change to the patient treatment. There is no indication of an adverse event or indication of any medical intervention to prevent serious injury.